Manufacturer narrative:
Corrected data: device code 2923 should have been included in initial MDR. Additional information: device evaluation: lens was returned in liquid in a lens case/ vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6 mm, vticm5_12.6, -12.5/2.00/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens removed within the same surgery due to low vault with rotation. On (B)(6) 2019 a replacement lens of longer length was implanted but it did not resolve the problem.